Manufacturer narrative:
H3: product analysis: no conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the surgical operation, the device suddenly stopped, which could have caused the mechanical part to become stuck inside the patient and required traumatic procedures for removal, increasing the risk of bleeding and tissue damage. At the same time, it also prolonged the exposure time of the surgical site, increasing the probability of wound infection, tissue edema, and other complications. There was also a risk of injuring surrounding nerves and blood vessels, resulting in the inability to complete the surgical procedure as planned. If the surgery involved vital organs (such as intracranial or thoracic areas) or scenarios with massive bleeding, device malfunction could have led to untimely hemostasis or the inability to continue the surgery, directly endangering the patient¿s life. Additional information was received stating that the patient was currently doing well, two weeks after the surgery and there was no fragments left inside the patient.

Manufacturer narrative:
H3: product analysis: no conclusion can be drawn. No evaluation was performed, as customer refused device return. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.